Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had some slack on the left ventricular (lv) lead and as an elective decision this lead was repositioned and the slack was tightened. This lv lead remains in service. No additional adverse patient effects were reported.